Event description:
This is report 1 of 4 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The patient was treated with vancomycin. The patient was discharged from the hospital and later recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review of potentially associated lot numbers involved in this event will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13i09015 and h13j26059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted.